Event description:
The customer's blood glucose was unknown. It was reported that the customer experienced air bubbles in their reservoir. The customer stated that there was air present between the o-rings. The customer returned the reservoirs for analysis. Advised that replacement reservoirs would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Three random sealed reservoirs were evaluated and the reservoirs, seals and stopper groove inspected for anomalies. None were found. A basal, bolus leaking test was performed and no air bubbles or leaks were found.